Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is underway. The device history record review of the manufacturing lot was performed and there were no non-conformities related to the reported event found. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR # reference: (B)(4).

Event description:
It was reported that during attempt to implant the first stent from a trabecular microbypass stent system in the patient's left eye (os), a plume of blood emanated from the lumen and the tip of the trocar appeared to have broken off. Per report, a back-up device was used to successfully implant three (3) stents. The report noted that the surgeon performed intraoperative irrigation and aspiration to remove the blood, viscoelastic, and possibly the trocar fragment, however the trocar fragment was unable to be visualized. Additional information has been requested.

Manufacturer narrative:
Additional information: g2, g3, h3. The device was returned with the injector nested in the unsealed thermoform packaging tray, and two (2) stents were returned. The device evaluation was completed and the injector's frontal components were found bent, and the trocar was found broken at the tip. These findings likely occurred during the surgical procedure likely due to a heavily bias trocar. Based on these findings, the root cause of the reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the first stent. MFR# reference: (B)(4).